Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available .

Event description:
This is the third of three incidents reported by the clinician concerning certas plus inline w-sg, non-unitized, the first two being (B)(4). In all three incidents, the certas valve after being implanted, were programmed to 2 because according the chart conversion material provided, that setting equals medtronic's valve setting of 1. In all incidents, the patients got subdurals. The doctor then reprogrammed the valves to the virtual off setting. Two of the patients are improving; it is isn't yet determined that surgery might be necessary to correct the 3rd patient's condition. The surgeon does not plan to explant any of the valves, therefore no samples are to be returned. The doctor is questioning the accuracy of the conversion chart as he has extensive experience with the medtronic valves and has never seen this type od sub dural condition when they have been set at 1. On 4/25/2016 per rep: "the item number for all three complaints that you worked on last week is (B)(4). I do not have any of the lot numbers and there are no implants to send back at this time. I was notified on thursday, april 21st."